Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer's insulin pump delivered 20 units at night without their input. The customer¿s blood glucose level was 58 mg/dl at the time of the incident. The caller stated the sensor triggered an alarm and the customer was treated with large amounts of glucose. The block feature was enabled on the pump at the time of the incident. Troubleshooting was not completed as the customer was not available at the time of the call. The insulin pump will not be returned for analysis.